Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: the black box showed the user was utilizing basal program 1. The user also had basal rates in program 2 and 3 but was not using them according to the black box & total daily dose (tdd) history. The pump was returned basal program 1 set to : 0.750/hr at 00:00, 1.625u/hr at 06:00, 1.10u/hr at 10:30, 1.650u/hr at 12:00, 1.575u/hr at 16:00, 1.40u/hr at 18:00, 0.80u/hr at 20:00 and 0.725u/hr at 23:00. The black box showed a routine cartridge change on (B)(6) 2017 at 08:27; deliveries resumed at 08:35. Due to the cartridge change, 0.00u was recorded in the basal history for this time. The basal history correctly matched the users programmed basal rate. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdds added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and the pump was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Unrelated to the original complaint, the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had blood glucose (bg) levels as high as 568 mg/dl. The patient self-treated after seeking phone advice from a physician. During troubleshooting, customer support found that the basal history did not match the active basal programming. This complaint is being reported as the patient experienced hyperglycemia related to the inaccurate delivery.